Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a nc euphora ptca balloon catheter to treat a non-tortuous and non-calcified lesion located in the distal right coronary artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues noted. The device was inspected with no issues identified. The lesion was pre-dilated. There was no resistance encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon was expired (approx 31 days past its expiration date). In a stemi case the physician requested a euphora balloon 2.5 x 6 rx and the staff retrieved the unit from the inventory area. Before the package was opened, it was then noted by the staff the unit had an expiration date of 9-1-2017 and the physician was informed. The physician requested to open the package and use the balloon with full knowledge of the expiration date. No intervention was used. Patient status post-procedure is alive with no injury. Patient is stable and was discharged from hospital.